Event description:
The patient reported an ongoing infection that was not clearing up after multiple rounds of antibiotics. The device was explanted on (B)(6) 2021 and no further issues have been reported. The patient would like to be re-implanted when they are able.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a stimulator after the expiration date, not preparing the skin with an antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows it is unknown if the site was irrigated before closure which may be a contributing cause of the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is potentially due to the site not being irrigated before closure (user error-clinician).